Event description:
Facility advised, they have a lot of these chairs, and eight residents have fallen, or been injured because they are standing on the foot section, and causing the whole chair to flip over; or leaning forward and causing whole chair to flip over.